Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. After receiving a complete pump reset walkthrough from customer technical support, the caller performed a successful reset. This resolved the issue, as the cgm error code did not reappear and the caller was able to start their sensor session without further complications. No adverse impact to the customer's blood glucose level was indicated.